Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was skipping steps when completing the fixed prime. The caller mentioned having trouble with low blood glucose, and he believes that his may have contributed to the device malfunctioning. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.